Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported extraction reagent coming into contact with the nostrils for binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal swab. The consumer told ts (technical services) he added reagent drops on the swab and swabbed his nostrils. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service was unable to provide the reagent safety data sheet to the customer as the customer stated they do not have an email address. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. A supplemental report will be provided if any additional is obtained.h1: type of reportable event. H3 other text : single use device, device discarded.

Event description:
The consumer reported extraction reagent coming into contact with the nostrils for binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal swab. The consumer told ts (technical services) he added reagent drops on the swab and swabbed his nostrils. No additional patient information, including treatment and outcome, was provided.